Event description:
It was reported that a spectrum iq pump overinfused during programming/setup. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information d9, h3, h6 and h10: the device was received for evaluation. During functional testing, an over infusion was not reproduced but the device did under infuse by 5.54% during testing. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was determined to be an out of adjustment pressure plate assembly. The pressure plate assembly requires adjustment to address this issue. An underinfusion less than or equal to 10% is unlikely to cause or contribute to a death or serious injury. Should additional relevant information become available, a supplemental report will be submitted.